Event description:
It was reported by customer that both t1 and t2 deploy at the same time inside patient's anatomy at (B)(6).

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system received device had t2 and balance of suture returned within the needle track. The suture has a clean cut where t1 would have been. The needle has been disfigured and manipulated; bent and twisted. The device condition indicates aggressive use and difficulty with reaching desired surgical location. According to IFU there is an instruction as follows: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test cycled and actuated despite the damage. T2 was deployed successfully. No further investigation is warranted. Simultaneous deployment would be impossible as t2 had not yet been deployed upon receipt.